Manufacturer narrative:
It was reported by the hospital contact that when the physician opened the package of the presidio (pc4181034-30/c27628), he found that the coil was already kinked. Due to the kink, he experienced a resistance and could not push forward the coil into microcatheter (details unknown). The coil was replaced with another coil (details unknown) and the procedure was successfully completed without further issues and delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No unintended detachment was observed in the vessel or in the microcatheter. The product is not available for the investigation. No further information is available. The procedure was the coil embolization of an unruptured aneurysm at the internal carotid artery. Gender, age, dob and weight of the patient were unknown. Tortuousness and calcification levels of the patient¿s vessels were unknown. There was no information of the concomitant devices. The presidio will not be returned, therefore the root cause of the coil damage and resistance cannot be determined. However procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report. Concomitant medical products and therapy dates: microcatheter (details unknown). Another coil (details unknown).

Event description:
It was reported by the hospital contact that when the physician opened the package of the presidio (pc4181034-30/c27628), he found that the coil was already kinked. Due to the kink, he experienced a resistance and could not push forward the coil into microcatheter (details unknown). The coil was replaced with another coil (details unknown) and the procedure was successfully completed without further issues and delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No unintended detachment was observed in the vessel or in the microcatheter. The product is not available for the investigation. No further information is available. The procedure was the coil embolization of an unruptured aneurysm at the internal carotid artery. Gender, age, dob and weight of the patient were unknown. Tortuousness and calcification levels of the patient's vessels were unknown. There was no information of the concomitant devices.